Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer restated the patient had a feeling of electricity running through them. It was also noted they had twitching and jerking. The patient went to the ER and they gave them ativan intravenously, but then the patient was out of it. It happened more than one time, but had been happening more often now. It was stated the caller had to give the patient lorazepam, and they were always under the influence of when they had to give it to the patient. It did stop that, but then the patient would be out of it for a whole day. The caller tried turning off the ins, and it helped with the above symptoms initially, but then they seemed to come back. The patient did not like having the ins off, because then they could not move. However, when the ins was off, the feeling of electricity went away. It was noted the healthcare provider (hcp) and manufacturing representative (rep) could not figure it out. The caller was re-directed to the hcp to determine the root cause. It was noted the patient had a fall on thursday, and the caller indicated it could be related to the issue.

Manufacturer narrative:
Event date was omitted from previous report in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information as provided.

Manufacturer narrative:
B3. The event date is an estimated date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the patient has history of the implantable neurostimulator (ins) needing to be replaced every 2 years so that is why the patient had a rechargeable ins implanted. In (B)(6) 2019, the patient started feeling electrical pulses causing the muscles to twitch and jerk, but it is not happening as much lately. They discovered that if they only charge the ins every three days, then it did not happen hardly ever but when the patient charges more frequently, then the patient feels the electrical pulses. When it happens and does not go away, the patient takes lorazepam pills. The last time the patient had pills was (B)(6) 2020. They stated that in (B)(6) 2019, the patient went to the ER because of this, had intravenous lorazepam/ativan and that stopped it. The physician does not know why this is happening. The manufacturer representative (rep) told the patient that they may need surgery to explore the issue and that there might be an issue with one of the leads but they are not sure. The pati ent had been to the ER 3-4 times within a week for all kinds of things going on and the physician finally admitted the patient. The patient went to the ER one time for a transient ischemic attack (tia) and one was with the jerking. The patient has a hard time swallowing and felt like they were dying. The hospital did testing and an MRI but none of the tests showed anything wrong. Eventually the patient was getting better. When at the hospital, the patient's leg started to twitch, causing the leg to move and the physician did not think anything of it. They stated the twitching and jerking is happening less often.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs (deep brain stimulation) therapy indications. It was reported that the patient feels like electricity going through them. It happened most often when charging the ins but also when they aren't charging. When asked about when the issue started, they said it was before the ins was replaced and was still going on. The caller was redirected to follow-up with a healthcare provider (hcp) to have the device checked. No further complications were reported or anticipated with this event.